Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the applicator needle was sticking out from the freestyle libre sensor and this issue was identified upon opening the box. Customer was unable to test and experienced chest pains so she self-presented to a hospital and was told there "it was her sugar levels". Customer received unspecified treatment and no further details were provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported the applicator needle was sticking out from the freestyle libre sensor and this issue was identified upon opening the box. Customer was unable to test and experienced chest pains so she self-presented to a hospital and was told there "it was her sugar levels". Customer received unspecified treatment and no further details were provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.